Event description:
It was reported that abutment screw fractured and the implant remains placed.

Manufacturer narrative:
The returned product was visually inspected with the naked eye and 10x magnification. Upon observation, the screw was confirmed to be fractured. The threading showed signs of heavy wear. The hex of the screw appeared stripped. The complaint is confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined. Date received by manufacturer, add follow up type, device evaluated by manufacturer: change ¿no¿ to ¿yes¿, add event problem codes, add evaluation codes.